Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda is due to patient anatomy. The reported tissue injury is a cascading effect of the reported slda. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), tissue damage, and intervention. It was reported that patient presented with grade 4+ functional mitral regurgitation (mr) and friable leaflets due to prolonged usage of immunosuppressants for a liver transplant. During a mitraclip procedure with an xtw clip, the device functioned as intended prior to a single leaflet device attachment (slda). This was the first clip implanted during the procedure. Leaflet insertion assessment was successful and the clip was perpendicular to the line of coaptation. Imaging was noted to be good. After deployment the posterior leaflet detached from the clip and there was evidence of tissue damage. There was a possible tear of the posterior leaflet. An additional clip was implanted to stabilize the slda. Per the physician, prolonged usage of immunosuppressants could have caused the leaflets to be friable, which contributed to the slda. The mr was reduced to grade 1. There were adverse patient sequelae and no clinically significant delay. No additional information was provided.